Event description:
Event description boston scientific rec'd info that the pt with this implantable cardiverter defibrillator died approximately three months ago and the cause of death is unk. The device was explanted and given to the pt's spouse, who in turn gave it to the pt's cardiologist. The physician requested that a boston scientific field rep interrogate the device, which was unsuccessful with three different programmers. Additionally, no tones could be evoked from the device; therefore, it was returned for analysis.

Manufacturer narrative:
Event conclusion upon receipt at the reliability assurance laboratory, visual inspection revealed that the device was swollen at the battery. The device case was removed and the battery voltage was measured at 0.43v, which is below that which would support device therapy output. The device was then attached to an external power supply for further testing, which revealed that the power module was shorting from the high voltage module to the grounding circuit. This finding is consistent with a shorted lead event, likely occurring upon the explant of the device postmortem as there was no evidence of arcing on the device case.